Event description:
The patient had a resolute integrity drug eluting stent implanted without any reported issues. The patient also had a non-medtronic stent implanted at a different time. The order of stent placement is unknown. The last stent was implanted in (B)(6) this year and the previous stent a few months earlier. After each stent placement the patient experienced more chest pain.

Manufacturer narrative:
Evaluation results: root cause of the issue is undetermined. (No results available since no evaluation performed) - no device or procedural images provided for review.(inherent risk of procedure) ¿ pain. Evaluation conclusions: (inherent risk of procedure) ¿ pain. Root cause of the issue is undetermined. (Unable to confirm complaint) - no device or procedural images provided for review. (B)(4).